Event description:
The user facility reported to baxter japan that a filled reservoir ruptured during storage. The infusor was filled with heparin sodium and saline. There was no issues observed during filling; the infusor was stored for 30 minutes when the rupture was observed. There was no pt involvement reported. No additional information is available at this time. The actual sample is available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information become available.